Event description:
I noticed a hole in a glove after I put it on. Size large. Lot my37aa5b023. Mfg date 2025-02-01. Glove box removed from service. Manufacturer response for polymer patient examination glove, flexal (per site reporter). None at this time.